Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a mid-urethral sling insertion procedure performed on (B)(6) 2017, to treat incontinence. As reported by the patient's attorney, on (B)(6) 2017, the patient had an ongoing lower abdominal pain, vaginal discomfort, worsening urinary incontinence and urinary frequency, and moderate discomfort when passing urine and stools. She was given with endone as needed and had a moderate improvement. After the computerized tomography (CT) scan of the abdomen and other laboratory examination were done, the patient was then diagnosed to have an abdominal/ flank pain/ cramps/ intestinal colic. On (B)(6) 2017, the patient underwent a rigid cystoscopy with examination under anesthesia (eua) to treat pelvic pain and incontinence.